Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018, that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during procedure and outside the patient, the tip of the laser fiber was noted to be broken upon opening the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. There was no serious injury nor adverse patient effects.

Manufacturer narrative:
Problem code 2907 captures the reportable event of fiber tip detached. The fiber was returned broken into two pieces. The first piece measured approximately 253.2 cm from the top of the connector to the break. The second piece measured approximately 64.1 cm from the break and includes a portion of the distal tip. The condition of the distal tip is consistent with a fracture. The exposed glass portion of the tip measured approximately 3.4 cm. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on october 3, 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during procedure and outside the patient, the tip of the laser fiber was noted to be broken upon opening the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. There was no serious injury nor adverse patient effects.